Manufacturer narrative:
The insulin pump passed a displacement test, rewind test, basic occlusion test and prime test. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor may have had an intermittent failure that was not detected during our testing. Intermittent button response on the act button due to slight moisture damage on keypad traces noted. Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, broken belt clip slot and missing end cap sticker.

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus delivery. Customer also reported they were unable to deliver a bolus as the up and down button was unresponsive. Customer's blood glucose was 227 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.